Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) canada, alleging that her onetouch ultra mini meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on the afternoon of an unspecified date on (B)(6) 2024, she began to experience ¿hypoglycemia¿. The patient stated that she attempted to test her blood glucose with the subject meter, but the meter would not power. The patient subsequently felt "weak and started trembling then lost consciousness, collapsing onto the floor¿. A family member promptly contacted the emergency medical services (ems) for assistance. When ems arrived, they treated the patient with glucose gel in the ambulance and she felt much better afterwards. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The cca noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. The cca noted that based on the information provided, the subject meter¿s battery did not need to be replaced. A replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention after the alleged meter issue occurred.